Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. No code available was used to indicate surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a left sided ischemic ventricular tachycardia ablation procedure with an unknown thermocool smart touch sf bidirectional catheter and suffered a heart block requiring surgical intervention. During the procedure, the patient developed complete heart block during the application of radiofrequency energy on the left ventricular septal wall. A temporary pacemaker was inserted, and the patient was transferred to the coronary care unit (ccu). The next day, the patient had a permanent pacemaker implanted and was transferred back to the ccu for post op care. The patient was already scheduled to receive an implantable cardioverter defibrillators (ICD) due to his low ejection fraction. He was instead implanted with a cardiac resynchronization therapy defibrillator. The patient was stable. The physician¿s opinion on the cause of the event was that it was procedure related, due to burning in an area close to the bundle of his; causing the heart block. There was no biosense webster inc. Product issue. The event will be conservatively reported under the ablation catheter.